Manufacturer narrative:
Evaluation of the returned ruby coil lp confirmed the pusher assembly bent but could not confirm the reported coil advancement issue. Evaluation revealed that the device was returned advanced from its initial position and partially out of the introducer sheath. During functional testing, the ruby coil lp was re-sheathed within its initial position inside the introducer sheath then the device was able to advance out of the introducer sheath with resistance due to the kinks in the pusher assembly. The kinks in the pusher assembly may likely occur due to forcefully mishandle the device during advancement. Further evaluation of the device revealed offset coil winds. This damage was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-02441.

Event description:
The patient was undergoing a coil embolization procedure in the cystic artery using ruby coil lps. During the procedure, a ruby coil lp would not advance at all past its initial position within its introducer sheath. Subsequently, the hospital technologist bent the pusher assembly of the ruby coil lp. Therefore, the ruby coil lp was removed. Next, the same issue occurred with another ruby coil lp. Therefore, the ruby coil lp was also removed. The procedure was completed using a new packing coil lp. There was no report of an adverse effect to the patient.